Manufacturer narrative:
Analysis of the returned device shows that during visual analysis the shape of the balloon indicate that it has never been inflated or used. The balloon is still folded. In the balloon it is possible to see some white particles. During functional analysis it was easily possible to inject water in the balloon with a locking syringe, that indicates that the ibt is not blocked. An inflation syringe was used to inflate the balloon to the miv of 6cc. No leak or hole detected. Based on the information provided, visual and functional analysis, the ibt is working as intended. No problem observed and therefore the complaint is not confirmed.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure, during the procedure, it was reported that during the procedure there was inflation difficulty with the balloons, both balloons appeared to leak. New balloons were used to complete the procedure.